Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the end of the in-situ rod bender broke during use while bending a cobalt chrome rod. The broken piece was removed from the patient within the same procedure. The patient did not retain a foreign body. There was a delay of 5 minutes to the procedure. There were no reports of harm to the patient.

Manufacturer narrative:
The returned bender was examined. The foot has been fractured off the device; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue was investigated via CAPA and enhancements to the manufacturing process of these benders were implemented to increase their strength (the bender associated with this report the returned was manufactured prior to the process enhancements).